Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the scissors instrument did not cut cleanly through .006 latex. The latex got snagged at the scissor tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affected the cut performance. Failure analysis investigation also found the pad printing on the instrument's extension tube was missing a piece with measurements of .295 x .320. The cause of the pad printing removal was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the staff reportedly observed the monopolar curved scissors instrument blades to be dull. There were no missing and/or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.